Event description:
Procedure performed: diagnostische lsk. [Translation] tip of the obturator is broken and the shaft of the trocar is kinked. Breakage in the area of the kink in the upper part of the shaft. Patient status: patient is ok.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: diagnostische lsk. Event description: [translation] tip of the obturator is broken and the shaft of the trocar is kinked. Breakage in the area of the kink in the upper part of the shaft. Patient status: patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator. The event unit contained a clean obturator shaft fracture. Based on the condition of the returned unit, it is likely that the cannula and obturator was more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as a clean obturator shaft fracture is unlikely to cause or contribute to death or serious injury. Correction: updated component codes to 4742 - inserter and device codes to 1260 - fracture.